Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspections and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault found, and no actions require.

Event description:
Information was received that this smiths medical cadd solis hpca pump experienced "rate error over + 7 percent". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.